Event description:
It was reported that during a lap lar, it was found that the jaws were out of alignment when a nurse checked the jaws after the cap of the jaws was removed. When the device was tested for functionality, slightly scissoring occurred. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. A bag with four malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident.